Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the lower case was broken, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed and the battery drawer was broken. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main pcb. Visual inspection revealed no anomalies. Typical operation was observed during bench analysis, localized heating and cooling were applied while cycling on/off, no anomalies, tapping with isolated probe while cycling on/off produced no anomalies, verifed that eeprom was fully seated in socket, noted slight movement. All functional tests passed. Conclusion: could not produce any failure.

Event description:
It was reported the device will not power on. It is noted the biomed replaced the battery 3 times with new batteries. The device was returned for repair. There was no patient involvement.